Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25mmx30mm emerge¿ balloon catheter was advanced but unable to cross the lesion. It was also noted that the shaft broke. The device was able to removed using a forceps.